Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient representative reported "serious fluid accumulation between the implant and breast skin on the top. Fatigue, allergies, chronic exhaustion, difficulty concentrating, sleep disorders, memory disorders digestive problems and joint pain. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 7/22/2024. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported "serious fluid accumulation between the implant and breast skin on the top. Fatigue, allergies, chronic exhaustion, difficulty concentrating, sleep disorders, memory disorders digestive problems and joint pain. The device remains implanted. This record relates to the right side.

Event description:
Patient representative reported "serious fluid accumulation between the implant and breast skin on the top. Fatigue, allergies, chronic exhaustion, difficulty concentrating, sleep disorders, memory disorders digestive problems and joint pain. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.